Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately two and a half months post implantation, the patient suffered an hcva and expired. The patient had been hospitalized the week preceding the event with complaints of a headache and low flow alarms. CT scan at that time was negative. The site was concerned that low flow was the result of a potential inflow occlusion but were unable to confirm or exclude this diagnosis based on their initial testing. The patient remained in the hospital for observation and it was during this time that the patient was found unresponsive on the step-down unit and CT scan confirmed the hcva. The patients inr was 4.0 at time of the event and was reversed to an inr of 1.3. The patient was transferred to the ICU where hvad pump was stopped by the physician due to concerns of it being a potential source for emboli due to low flow state. Hemodynamic support was provided with insertion of an iabp and infusions of dobutamine and dopamine. Repeat CT scan showed progression of the hcva with a midline shift and early herniation and the patient expired the following day.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. It was reported the patient was admitted to the hospital with low flow alarms. The site was concerned that the patient may be developing an inflow cannula obstruction, however, they were unable to confirm or exclude the diagnosis after initial assessment and testing. Seven days later the patient was found unresponsive; a computed tomography (CT) scan revealed a large hemorrhagic cerebral vascular accident (hcva). Review of the controller log files confirmed the reported event which showed wavelengths indicative of a change in patient state; independent pathological analysis did not confirm the presence of thrombus. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause could not be conclusively determined; a possible root cause of the reported 'inadequate flow rate' is an obstruction in the outflow graft. The most likely root cause of the patient death is the reported hcva. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.